Event description:
Customer reports, after heart surgery the aorta was closed with surigilene. When the bloodflow was put on (pt taken off heart-lung mechine), the suture broke and a very critical situation occurred. They put the pt back on the heart-lung machine, until they found suture they could use (two other surgilene lots were tested but frayed as well). This extended the time of surgery by approximately forty minutes.